Manufacturer narrative:
This incident occured in (B)(6), alber is filing this report because the device is also marketed and sold in the u.s. Alber has investigated the returned device and it was found that the two front castors of the wheelchair have pressure damages, and wear marks. There are no damages or wear marks on the anti-tippers. During the functional check, and subsequent test drive of the suspected device , no malfunctions were found, therefore the malfunctions from the provided event description could not be confirmed. Based on the fact that the anti-tippers show no damage, or signs of wear and tear, and no malfunctions of the e-fix were found, but instead pressure damage and signs of wear and tear on both front castors of the wheelchair were found, we assume an operating error: overcoming an obstacle in forward travel without attached anti-tippers. The instructions for use explicitly refer to overcoming obstacles: "as far as possible, negotiate obstacles (e.g. Kerbs) in reverse." "Driving the wheelchair without an attached pair of anti-tippers is not permitted".

Event description:
Medical supply store informed alber (B)(4) on 11 september 2020, the event took place on (B)(6) 2020. The enduser/operator of the device switched on the device, and wanted to start to drive when suddenly the device stopped, and started again with full power. Due to the fast starting the wheelchair tilted with the occupant backwards causing laceration, contusion, and a tooth damage to the enduser/operator. The enduser/operator had to be treated by paramedics and after in the hospital.